Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The ipg will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion - this device was included in that field action, product testing found the device did perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated that the battery impedance value was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.